Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched after implanting the lens. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any harm to the patient. As per surgeon's opinion what product caused or contributed to the event was unknown and surgeon said mark on lens. Surgeon's prognosis was excellent. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The file indicated the use of non-qualified cartridge and viscoelastic. The company lens model is only qualified for use in the company ii (a) cartridges. Root cause: the product was not returned to evaluate. The root cause for the reported complaint is related to failure to follow the instructions for use (IFU). Non-qualified cartridge and viscoelastic were used. The IFU instructs: company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).